Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the patient met with a rep and during an impedance check it was discovered that electrodes 12,13, and 14 were out of range. None of the out of range electrodes were needed for their current and successful programming. There were no fall or trauma known. No intervention or action is needed at this time.